Event description:
A medtronic rep reported that navigation was 5mm inaccurate while measuring for a screw using the software screw projection model for a l5-s1 spine fusion utilizing the o-arm imaging system. Surgeon was able to visualize the software screw projections accurately on the left side of the pt. However, when the surgeon was using the driver with the screw projection on l5 on the right side of the pt, she felt the screw projection was 5mm deeper than it should have been. Medtronic rep confirmed that the correct screw projection dimensions were added to the software for proper projection visualization. Surgeon manually measured the screw and placed it successfully. Surgeon was also able to use the screw projection accurately for screw placement on s1 on the right side. A passive planar blunt and awl were used accurately throughout the case using the solera driver and screw system. A post-operative spin was taken and surgeon confirmed that all screw placements were accurate. There was no impact on pt outcome.

Manufacturer narrative:
Engineering investigation in progress.